Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 3008829311-2018-00147. It was reported that the patient experienced numbness on the left leg the next day following her drg permanent implant on (B)(6) 2018. Reportedly, the patient was also admitted to the hospital due to an epidural hematoma. As a result, the patient underwent surgical intervention on (B)(6) 2018 wherein the drg system was explanted. The patient is in stable condition post operatively.